Event description:
It was reported that there was an alert for the shock lead impedance being less than 20 ohms. It was also noted that the pace impedance was barely greater than 300 ohms. The patient was subsequently brought in for commanded shock testing. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. It was reported that during a device replacement procedure, upon connection of this right ventricular (rv) defibrillation lead to the replacement device, intermittent high out of range shock impedance measurements greater than 125 ohms was observed. Additionally, noise was observed on the shock channel while the patient was laying still on the table. Technical services (ts) discussed potential troubleshooting options. The lead was left connected to the replacement device and the procedure was completed. Shock impedance measurements were noted to be 120 ohms upon completion of the procedure. No adverse patient effects were reported. This lead remains in service. It was reported that high out of range shock impedance measurements continued to be observed with this lead. Additionally, low r-wave amplitude measurements were observed. Technical services (ts) discussed the age of the lead and discussed potential programming and troubleshooting options.

Event description:
It was reported that there was an alert for the sock lead impedance being less than 20 ohms. It was also noted that the pace impedance was barely greater than 300 ohms. The patient was subsequently brought in for commanded shock testing. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. It was reported that during a device replacement procedure, upon connection of this right ventricular (rv) defibrillation lead to the replacement device, intermittent high out of range shock impedance measurements greater than 125 ohms was observed. Additionally, noise was observed on the shock channel while the patient was laying still on the table. Technical services (ts) discussed potential troubleshooting options. The lead was left connected to the replacement device and the procedure was completed. Shock impedance measurements were noted to be 120 ohms upon completion of the procedure. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that there was an alert for the sock lead impedance being less than 20 ohms. It was also noted that the pace impedance was barely greater than 300 ohms. The patient was subsequently brought in for commanded shock testing. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.